Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of up to 600 mg/dl. Reportedly, the customer has always had a hard time managing bg levels; however, the customer did not specify a method used to stabilize bg level, or any other information regarding the event. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.